Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported stent dislodgement was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformance. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. The omnilink elite instruction for use states: pre-dilate the lesion or stricture with an appropriate size balloon dilatation catheter to closely match the lumen diameter proximal and distal to the lesion or stricture. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the left common iliac artery with no tortuosity and no calcification. An 8.0x19 mm omnilink elite over the wire (otw) stent system was advanced via direct stenting without resistance toward the target lesion and the stent dislodged during positioning and was released in the iliac artery at the target lesion. The 8.0x19 mm omnilink elite stent system was simply withdrawn from the patient anatomy without issue after the stent dislodgement occurred. An attempt was made to retrieve the dislodged stent with a snare device but without success. A non-abbott stent was used to impact the stent to the vessel wall and to treat the target lesion. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.